Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2013. According to the complainant, after successfully deploying the first band, the second band would not deploy. The physician attempted to deploy the third and fourth bands, but they remained on the ligator head; the suture was noted to be detached. The patient began to bleed so the physician removed the scope and used a cook band ligation device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned  device revealed that the trip wire was not secured in the handle slot; the handle slot showed no deformation to indicate the trip was ever secured into the handle slot. The trip wire was wound around the handle spool several times. Four of the bands were partially deployed, and remained on the ligator head. The suture had pulled free from all of the bands and the ligator. The teeth of the ligator were damaged. Based on the investigation of the returned device, it appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Therefore, the most probable root cause of the reported failure is ¿user/use error¿. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2013. According to the complainant, after successfully deploying the first band, the second band would not deploy. The physician attempted to deploy the third and fourth bands, but they remained on the ligator head; the suture was noted to be detached. The patient began to bleed so the physician removed the scope and used a cook band ligation device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.